Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, the biorci screw broke at the front end. All fragments were retrieved from the patient by using tweezers. A back-up device was used, in the same bone hole, to complete the procedure. The surgery was not significantly delayed. The patient was not injured.

Manufacturer narrative:
One sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿the biorci screw broke at the front end." Dimensional inspection confirmed that this was an 8x25mm product. There is approximately 4mm missing from the distal tip. The piece was not returned although the report indicated that all fragments were retrieved. Per the instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ the implant was returned quite fractured. The distal portion was broken and chewed up. The symptoms are consistent with entanglement with a guidewire or other instrument. The star hex was intact. The physical condition indicates difficult insertion attempt, contact with another instrument or device and torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. Complaint search revealed no other complaints for the history of this production lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.